Event description:
During a coronary intervention, a cypher stent delivery system and a non-cordis ptca balloon catheter became stuck inside a non-cordis guide catheter. The cypher was removed and no pt injury occurred. The target site in the mid-rca was described as heavily calcified and slightly tortuous with 99% stenosis. The lesion had been predilated but the physician was still unable to advance the cypher through the lesion, despite the use of a buddy wire and an anchor balloon. At some point during the manipulations, the cypher became stuck with the balloon catheter and would not come out of the guide catheter. The unit was removed and the procedure was successfully completed with the implantation of two taxus stents. No anomalies had been noted on the device prior to use. A non-sterile 2.5/28mm cypher stent delivery system was rec'd for analysis on 06/11/08. The stent was mounted on the balloon in the correct position; its distal section was flared. The shaft was kinked. Dry blood residues were observed in the guide wire lumen. No other anomalies were observed on the unit. Crossing profile was measurements of the middle and proximal sections of the stent were found within specification, the distal section of the stent could not be accurately measured due to the damage. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Neither the reported stent delivery system failure to cross, nor the resistance friction could be confirmed.

Manufacturer narrative:
This product, is distributed outside the united states, but is similar to us distributed stent delivery systems. Stent flaring was confirmed during analysis; however, there are no indications that the damage is related to the manufacturing process. Review of the available info suggests that procedural factors may have contributed to the event.